Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for evaluation. The sample was subject to a visual inspection with passing results no reddish-brown particulate was observed on the transfer set. Based on the evaluation results, the product met internal specifications. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: particulate visible in line 1 of transfer set. The customer was priming line 1 during initial setup when the pharmacy technician noticed a small reddish-brown particulate on the inside of the tubing. No patient involvement.